Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-00838. It was reported that the elective replacement indicator (eri) message displayed for the ipg and one lead migrated. Surgical intervention took place wherein the ipg and one lead was explanted and replaced to address the issue.